Manufacturer narrative:
The complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that a transpac¿ IV monitoring kit, disposable transducer, 3ml squeeze flush device, macrodrip was found to have been cracked during patient use. It was stated in the report that upon assembling the device, the joint cracked due to the tightening of the adapter. There was no patient harm reported.